Event description:
It was reported that while the patient was visiting her son, she slipped and fell. She had broken ribs, and a broken humerus. When they x-rayed her pelvis they found that the acetabular component was loose. Patient had to have revision hip surgery.

Manufacturer narrative:
It was noted that the device was returned to the patient and is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: a review of the device history records could not be performed as the reported lot number was not reported.. Complaint history review: a complaint history review could not be performed as the reported lot number was not reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that while the patient was visiting her son, she slipped and fell. She had broken ribs, and a broken humerus. When they x-rayed her pelvis they found that the acetabular component was loose. Patient had to have revision hip surgery.